Event description:
It was reported the patient experienced cardiac tamponade, requiring a pericardiocentesis to be performed. During a pulmonary vein isolation procedure, to treat persistent atrial fibrillation, an intellanav mifi open-irrigated ablation catheter was selected for use. With the catheter inside the left atrium, pulmonary vein isolation began. Cardiac tamponade was observed and confirmed via ultrasound. Detailed information on the location of perforation as well as imaging is unavailable. A pericardiocentesis was performed and the day after the procedure, the patient was reported to be recovering and in stable condition. The procedure was completed. The device was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.